Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the broken alternating current inlet could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, that the inlet on the maintenance unit which holds the three prongs broke. The event occurred during reprocessing. There was no health hazard to the patient or user of the device. The subject device was subsequently evaluated by olympus. The uncovered, an alternative current (ac) inlet which was damaged at the rear. The component was pushed in and presented an electrical safety issue. This medical device report (MDR) is being submitted to capture the reportable malfunction found during the evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation. The customers¿ allegation was confirmed. The power cord receptacle failed. Upon estimation the olympus representative found the alternating current (ac) inlet, at the rear was damaged, and pushed in, which created a safety issue. Additional findings are as follows: (a.) The air joint unit & connector socket were worn out. (B.) And the four suction feet at the bottom had weak suction force. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.